Event description:
It was reported that during a deep rectum procedure the surgeon had successfully fired the first magazine, then a new magazine was inserted. He was able to close the branches normally, but even the first release was difficult, a second and third release was no longer possible. The knife was retracted with the reverse button and the echelon removed. A new stapler had been opened. Here, too, the same problem occurred, closing is possible but not triggering.... The chief physician decided to use an ats45 with a green magazine, which was anatomically just about possible. The "staple mess" in the situs caused significant delay and difficulty correcting the situation reported.

Manufacturer narrative:
(B)(4). Batch#: unk. Additional information provided: due to deterioration of the patient's general condition, admission to the hospital today. Residual limb insufficiency with resulting retention in the small pelvis. Currently treated with an interventional drainage system. Unfortunately, this situation delays further treatment steps such as chemotherapy and liver metastasis surgery. Attempts are being made to obtain the following information. To date no response has been provided. Once additional information has been received, a follow-up report will be submitted: what was the initial diagnosis? What was the exact procedure? Did the patient have pre-operative chemo or radiation? What color cartridge was used with the ec45a? Where was the stapler fired? What structure was the stapler fired upon? Was the device difficult to fire or difficult to open? What is meant by ¿first release was difficult?¿ please clarify what is meant by ¿retention in the small pelvis.¿? Additional information: this is an analysis of photos submitted for evaluation. During the visual analysis, the following was observed: the first and fifth photos shows tissue with staples due to tissue on staples line proper/improper form of staples cannot be determined. The second photo shows tissue with staples and one staple not properly form also a surgical instrument. The third and fourth photos shows tissue with staples due to tissue on staples line proper/improper form of staples cannot be determined, also a surgical instrument. The event described is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. A manufacturing record evaluation was performed for the finished device lot/batch number, and no non-conformances / manufacturing irregularities were identified. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 1/20/2023. Photo analysis: this is an analysis of photos submitted for evaluation. During the visual analysis, the following was observed: the first and fifth photos show tissue with staples. However, due to the quality of the photo proper/improper form of staples cannot be determined. The second photo shows tissue with staples and one staple is not properly formed. Also, a surgical instrument was noted. The third and fourth photos show tissue with staples and some staples appear to be b-formed. Based on the photos the event described of malformed staple is confirmed, however, no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. H10 for photo analysis.

Manufacturer narrative:
(B)(4). Date sent: 1/3/2023. Additional information was requested, and the following was obtained: what was the initial diagnosis? Neoadjuvant treatment of rectal carcinome. What was the exact procedure? Rectal discontinuity resection, tme. Did the patient have pre-operative chemo or radiation? What color cartridge was used with the ec45a? Multiple green cartridges. Where was the stapler fired? What structure was the stapler fired upon? Was the device difficult to fire or difficult to open? What is meant by ¿first release was difficult?¿ intraop. Problem: complete block after second stroke, manual opening not possible, forced third stroke with cracking sound to release the instrument, followed by simultaneous opening after third stroke postop. Problem: abscess and interventional drainage.